Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: sc-2218-70. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7086930. Product family: scs-lead fixation, upn: m365sc43160 , model: sc-4316, serial: n/a, batch: 29705271. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, serial: n/a, batch: 30669277.

Event description:
It was reported that the clinical study patient experienced a wound infection. The patient was seen in clinic to assess the wound. A wound culture was done from drainage that was around the implantable pulse generator ipg incision. Labs were drawn and an ultrasound was performed around the ipg. The patient was administered medication. It was also reported that fluoroscopy imaging indicated that the spinal cord stimulation leads migrated. The patient was hospitalized and underwent an explant procedure of the spinal cord stimulation system. The patient was discharged from the hospital the following day.

Event description:
It was reported that the clinical study patient experienced a wound infection. The patient was seen in clinic to assess the wound. A wound culture was done from drainage that was around the implantable pulse generator ipg incision. Labs were drawn and an ultrasound was performed around the ipg. The patient was administered medication. It was also reported that fluoroscopy imaging indicated that the spinal cord stimulation leads migrated. The patient was hospitalized and underwent an explant procedure of the spinal cord stimulation system. The patient was discharged from the hospital the following day.

Manufacturer narrative:
The returned ipg model number sc-1216 serial number (B)(6) passed inspection and revealed no anomalies. The returned lead model number sc-2218-70 serial number (B)(6) passed inspection and revealed no anomalies other than a clean cut. This damage to the device is a result of a typical explant procedure and it is not considered a device deficiency. The returned clik anchor model number sc-4316 batch/lot number 29705271 passed inspection and revealed no anomalies. A labelling review found that the reported event of infection and lead migration are noted within the instructions for use as known inherent risks associated with use of the device.